Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep reported that the patient contacted them to report that their ins was dead again. The rep reported that they believed this was the third overdischarge as they believe they've done 2 resets already. No further complications were reported.